Event description:
It was reported that the patients' left hip was converted from a gamma nail to a tha due to progressive arthritis.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).